Event description:
Boston scientific received information that this defibrillation lead became disconnected from this implantable cardioverter defibrillator (ICD). The patient was seen in the emergency room as their heart rate was 35 beats per minute (bpm) verses the programmed 40 bpm.

Manufacturer narrative:
It was later reported from the patient's family that this patient is now residing in a different state for the season. It was also reported by the family and one of the leads had not been activated and the physician had now turned on the second lead. The following physician in that state was not provided and several attempts were made to locate this physician for further event follow-up and clarification. However, no further information was available. Our records only indicate that one lead is implanted. Should additional information become available this event will be updated.

Event description:
--

Manufacturer narrative:
As a result, the patient advocate reported that a procedure was done to correct the issue. No adverse patient effects were reported. Information suggest both these products remain in-service. Clarification was requested from the field representative, however, nothing further has yet been received. Should additional information be provided, this event will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Do not decontaminate unit (dndu) was performed upon receipt of product. Visual analysis revealed that the proximal cable to coil crimp (pigtail has been pulled proximally and the coil was stretched). The distal end of the proximal spring electrode was separated from the lead body insulation. Medical adhesive was noted in this area. The proximal end of the distal spring electrode was separated from the lead body insulation where medical adhesive and tissue were also noted in this area. Blood and body fluid were noted in the helix housing. The helix was extended and there was tissue entwined in the helix. The lead passed electrical testing. The field allegation could not be confirmed by analysis. The bond separation was likely induced in the field during explant procedure.

Event description:
Subsequent information received that this right ventricular (rv) lead was explanted and was returned for analysis. No adverse patient effects were reported.